Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 581 mg/dl. Reportedly, customer was recently diagnosed with covid-19 and believes this contribute to bg levels; however this could not be confirmed and customer was ultimately unsure of cause. Additionally, customer was taking an unspecified medicine for covid-19. Bg was addressed via a correction bolus, and a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.